Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a patient was on impella 5.5 support and after the implant low flows were observed. Four units of packed red blood cells were given along with multiple other products for volume. The suction and low flow issues resolved and support was continued. Additionally, a leak was found coming from the purge side arm. The leak stopped and the purge flow and pressure were in range. Support was continued and there was no patient harm.